Event description:
It was reported to philips that the system was generating a message as tube arc's had low disk space, preventing imaging. The system was in clinical use at the time of the reported event. There was no harm reported. Philips has started an investigation of the complaint.